Manufacturer narrative:
Examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for the reported incident cannot be determined. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a lateral meniscus repair of the red area using an ipsilateral approach it was reported that t1 worked well then t2 fell out before the gray button was pushed. The doctor used a back-up device to complete the procedure. T1 was removed and the surgeon was confident no debris remained in the patient. There was no damage noted to the device. There was a two minute delay in the procedure and the patient was noted to be fine post-procedure. The device was discarded and will not be returned.